Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The component was unable to be obtained for further analysis. Should additional information be obtained, the report will be supplemented.

Event description:
A (B)(6) male patient underwent a revision surgery after reporting a decreased range of motion in his knee with a tibial hinge component. X-rays determined that bone had grown up into the hinge component and the bone was being impinged in the mechanism. The tibial hinge post was found to be fractured intraoperatively.